Event description:
During index procedure, physician used one admiral extreme standard pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful; however it was reported that during treatment with the admiral extreme balloon, a dissection occurred. Dissection was untreated. Investigator has not assessed the relatedness to device or procedure. The patient was discharged the same day.

Event description:
It is reported that the patient suffered a perforation during index procedure. The perforation was treated with post dilation ballooning for 5 minutes. Investigator indicated that the reported event was not related to the study device. The patient is reported to have recovered with treatment.

Manufacturer narrative:
(B)(4). Evaluation, results and conclusion: inherent risk of procedure - (dissection).

Manufacturer narrative:
(B)(4). Perforation. Conclusion: perforation.

Event description:
The clinical events committee assessed that the previously reported target lesion revascularization which took place approximately 12 months post index procedure, was related to the study device but was not related to the study procedure.

Manufacturer narrative:
Results: stenosis. Conclusions: stenosis. (B)(4).

Event description:
It is reported that approximately 12 months post index procedure restenosis of the left sfa occurred. The patient underwent revascul arization of the target vessel and was treated with pta and orbital atherectomy.

Event description:
The previously reported restenosis of the sfa which occurred 12 months post index procedure was resolved.

Event description:
It is reported that the sfa and popliteal were treated during the previously reported revascularization approximately 12 months post index procedure. Investigator assessed the left sfa restenosis event to be not related to the study device or study procedure.